Event description:
It was reported a leak occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date in 2022, a leak was discovered around the closure device. The physician placed the patient on xarelto in response to the leak. No patient complications or further interventions were reported.

Manufacturer narrative:
B3: date of event estimated using details provided by consumer. D1: brand name updated. D6a: estimated since (B)(6) 2017 was known as implant month. Procedure physician name:(B)(6). Facility name: (B)(6) hospital. Facility city: (B)(6). Facility state: (B)(6).

Manufacturer narrative:
B3: date of event estimated using details provided by consumer. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Procedure physician name: (B)(6).

Event description:
It was reported a leak occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date in 2022, a leak was discovered around the closure device. The physician placed the patient on xarelto in response to the leak. No patient complications or further interventions were reported.